Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 297 mg/dl. The customer was unsure of the cause; however, customer stated that elevated bg may have been caused by degraded insulin. During troubleshooting with tandem technical support, the customer saw small air bubbles at the infusion set site. Reportedly, bg was addressed via the pump. The customer declined further assistance or follow-up.